Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was at work on (B)(6) 2017 and had a low blood glucose of 47 mg/dl. The customer only had one cup of coffee in the morning. After eating lunch, the customer's blood glucose was 53 mg/dl. The customer felt his low blood glucose was caused by the activity on his job and excessive heat. No medical intervention was needed. The customer treated both low blood glucose with food. The customer's current blood glucose is 104 mg/dl. Nothing is returning.